Event description:
Machine having problems with continuous wave doppler and touch screen on right side intermittently going on and off. Machine taken out of service and brought back three days later. Clinical tech stated it was a probe issue and loaner probe placed on machine. Echo tech continued to use machine and encountered same issues as before with md in room for procedure; noise in doppler signal when on continuous wave. Clinical called and removed machine. Out of use again for service. No patient harm.